Event description:
It was reported that the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2019 to relocate the ipg pocket. Post-operatively the discomfort resolved and stimulation therapy was restored.